Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus could not conclusively specify the cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the e103 ingition error could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a e103 ignition error. The event occurred during a diagnostic (nasal fiberoscopy) procedure. After turning the power back on several times, the device turned on and was usable, and the procedure was completed using the same device there were no reports of patient harm.